Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The field service rep confirmed that the error was caused by a loose paddle. Physio replaced the top case sub assembly, and then proper operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the service light on the device was on and the paddle socket was loose. There was no patient use associated with the reported event.